Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to a supraventricular tachycardia. Programming changes were made. The patient was doing fine after the event and will continued to be monitored.